Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received open book error and insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors were noted during testing. However, after device turn on, the lcd backlight would initially be dim for about 10 seconds, and then it would light up normally after that. After further review of the unit's interior, there were signs of previous moisture presence or corrosion inside the internal battery connector, on the back of the lcd screen, on one pin of the keypad flex cable connector, and on some other components located on the front of electrical board.